Event description:
The reporter called and alleged discrepant results on the device when compared to a lab. The reported device results/lab inr reported were 8 or >8/3.5 in 2006 and 6.0/4.0 fifteen days later. They had been decreasing the pt's coumadin based upon lab values. The reporter declined product replacement.